Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had sensor glucose versus blood glucose differences. Customer's blood glucose was unknown mg.dl. The customer also received lost sensor alarm and one sensor would not adhere. The customer tried to insert the same sensor three times and caused bleeding. The customer declined to troubleshoot.. The customer was advised that sensor is only approved for abdomen and that was probably the cause for sensor glucose versus blood glucose differences. The customer was advised the device needs four good calibrations to function properly. The customer was advised that we would send 2 sensor as courtesy.